Event description:
One day, following an uneventful novasure endometrial ablation (done on (B)(6) 2012), the pt returned to the office with "clots and evidence of heavy bleeding in vagina but no active bleeding". Pt had no fever or pain but did report dizziness. The pt was put on misoprostol and progesterone and returned home. The next day she returned to the emergency room (ER) and reported "increasing bleeding to [the] point of hemorrhaging overnight". She was admitted and misoprostol and progesterone were stopped. Her "hemoglobin [was] 11.5, hematocrit 34.5, and platelets 351". She was given two, 25ml, doses of IV (intravenous) premarin (estrogen), but bleeding and cramps continued. There was no uterine defect found on pelvic ultrasound. The pt was given 2 units of blood, and zofran (ondansetron) for nausea and cramps. She suffered "some hypotensive episodes" but no loss of consciousness. In time her bleeding did subside and she was discharged (date unk). The pt was seen on follow-up 4 weeks post ablation and had some uterine tenderness but no other findings was started on keflex prophylactically. A complete blood cell (cbc) count with differential drawn at this visit was normal.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. (B)(4).